Event description:
It was reported to philips that the device plates / paddles are malfunctioning. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device plates / paddles are malfunctioning. The customer worked with the technical support representative. It as found by switching out the hands free cable the device worked as required. The device needs a hands free cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the hands free cable the replacement for which was ordered to customer. The customer to install cables. The device remains at the customer site and no further evaluation is warranted at this time.